Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a male pt who received super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1974, the pt began using super poligrip original. In 2007, super poligrip original was discontinued, and he began using fixodent. On an unk date, the pt experienced "hypocupremia and extensive nerve damage resulting in the loss of the use of his arms, including inability to lift or feed himself." Fixodent was discontinued in 2008. According to the claim, the pt had experienced profound and permanent neurological injuries. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the pt was seen by neurology for progressive right sided weakness. Approx one year ago (since 2007), the pt noted a decrease in the strength in his right arm and hand. He reported that sometimes his hand would freeze closed and he had to pry it open. He had similar symptoms in his left arm that were less severe and symptoms in his legs, right worse than left, but less severe. The pt complained of jerking in his arms/legs muscles with very prominent fasciculations and occasional difficulty with swallowing and food gets stuck. The pt had a history of significant asbestos exposure and smoked up until the 1980's. He had not noticed any significant numbness or changes in sensation, but sometimes he got sharp, stinging pain. For the most part, he complained of muscle cramps primarily in his right leg and in his right arm. Assessment included amyotrophic lateral sclerosis (als). An electromyogram showed numerous fasciculations, but did not show the necessary t waves in association with the fasciculations. Gabapentin was started. On (B)(6) 2008, a cervical spine magnetic resonance imaging (MRI) showed mild spinal canal and foraminal stenosis at c4/5 on the left, mild central canal and foraminal stenosis at c6/7 on the left, and mild foraminal stenosis at c6/7 on the left. On (B)(6) 2009, the pt's symptoms were progressing "relatively rapidly". The pt had progressive right sided weakness with prominent fasciculations without increased reflexes. This was felt to be als until proven otherwise. On (B)(6) 2009, the pt complained of getting "winded" with minor activity. Spirometry indicated mild to moderate defect. The pt was now unable to extend his fingers on his right hand without assistance. The pt was not driving at this point. It was arranged for the pt to have a scooter with a lift. A swallow study performed did not show any evidence of dysphagia at the current time. On (B)(6) 2009, the pt was still living alone, but was having difficulty getting dressed. The pt was often not able to do things around the house and had several pairs of pliers lying around that allowed him to have some sort of grip. The pt was having progressive weight loss ((B)(6) in the past two months). The pt had muscle pain and stiffness and had developed some contractures of his right upper extremity. The pt was referred to occupational therapy for recommendation of assistive devices and to provide him with exercise to avoid the development of contractures. On (B)(6) 2009, the pt had been able to maintain his weight and was driving. The pt now qualified for bi-level positive airway pressure (bipap) therapy on the basis of neuromuscular weakness. On (B)(6) 2009, the pt reported numbness had affected both hands and he was unable to use either of them. The pt also complained of having a sleep disorder. The pt no longer had the arm strength to drive any longer and was getting physical therapy. Correction, it was determined the pt still was not a candidate for bipap at this time. On (B)(6) 2009, the pt had private duty nurses that were caring for him, including feeding him. His pulmonary function tests had improved. On (B)(6) 2010, the pt had very little meaningful use of his hands, but was still able to walk independently. The pt required assistance with almost everything else disabling. The pt was having a lot of pain in his hand, primarily because he could not use them. Assessment included peripheral neuropathy. On (B)(6) 2020, the pt was able to walk around without difficulty, but had minimal use of his hands. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).